Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the device to deliver insulin or to determine any root cause. No qualification records were reviewed because no product lot number was reported.

Event description:
The patient reported that hours after the pod was activated, he collapsed and was brought to the hospital. He stated that insulin delivery was stopped.